Event description:
The customer reported a fluid leak of approximately 5ml from a coulter lh 750 hematology analyzer during instrument startup. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, mask, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/25/2015 and found that the wbc bath was loose around the aperture. The fse repositioned the wbc bath and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).